Manufacturer narrative:
(B)(4). Yielded jaws additional information: what is meant by clip would not properly load? Please provide more detail. Clip. Would only partially load into the jaws. Were all clips retrieved that fell into belly? Yes. Was there any alteration of procedure or post-op patient care? No. Which firing(s) of the device did this event occur on? 1st. Was the device fired after this incident in or out of the patient and did clips load into jaws of device? Fired afterwards and clips would not load into jaws. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis result showed that the er320 instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. No functional testing could be performed due to the returned condition of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as physician was loading the device, the clip would not properly load and when it did load the clip would not stay in device. The clip would fall into the belly. Case completed with another device of the same product code. There were no patient consequences reported.